Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime and a33 test due to faulty gold fsr. Motor passed motor test. Pump received with cracked case at display window corners, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 350 mg/dl at the time of incident. Troubleshooting was done for motor error and found that there were multiple errors in pump history but pump was able to be rewound. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.